Event description:
A surgeon reported that a mark was noted on the lens after implantation of an intraocular lens (iol). The lens remains implanted. The surgeon stated there is no apparent effect on vision.